Event description:
A caregiver reported the error-7 message while using the adc freestyle libre 2 reader. As a result, on (B)(6) 2022, the customer was at school and could not feel his legs, could not move, and was exhausted and a blood glucose test of 22 mg/dl was obtained on an unknown device. The customer was provided glucose by the caregiver for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the error-7 message while using the adc freestyle libre 2 reader. As a result, on (B)(6) 2022, the customer was at school and could not feel his legs, could not move, and was exhausted and a blood glucose test of 22 mg/dl was obtained on an unknown device. The customer was provided glucose by the caregiver for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. . All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and cracked/damaged casing was observed. Reader's log was downloaded and observed readings in the reader. Out of box failure issue was not observed . Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the error-7 message while using the adc freestyle libre 2 reader. As a result, on (B)(6) 2022, the customer was at school and could not feel his legs, could not move, and was exhausted and a blood glucose test of 22 mg/dl was obtained on an unknown device. The customer was provided glucose by the caregiver for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.